Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine device change out procedure. During pre-operation device check, the left ventricular lead exhibited high capture thresholds in both unipolar and bipolar configuration. The patient was asymptomatic. The lead was capped and replaced. The patient's condition post procedure was good.